Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a problem with the handset since april. Patient said that she keeps it plugged in all of the time and never turns it off. Patient said when unplugged the handset doesn't seem to hold a charge and will deplete quickly. Patient said that she didn't call until now because this morning she noticed she was retaining more than usual and wasn¿t able to check the implant. Ps (patient services) transferred patient to repair to have the handset replaced. No further complications were reported or are anticipated.